Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 380 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Reportedly, customer stated that they were underestimating the amount of insulin they needed for carbohydrates consumed when they were administering insulin boluses. While in the hospital, customer was treated with intravenous insulin. Customer was released from the hospital on (B)(6) 2016 and reported that they were doing well.